Event description:
The account alleged that the emergency trendelenburg would not operate and the bed does not have regular trendelenburg functions.

Manufacturer narrative:
The account found the trend lever was pulling the valve, but the valve was most likely sticking. The account replaced the valve to repair the bed.